Event description:
It was reported that the patient's ams 700 inflatable penile prosthesis was removed and replaced with a new one due to fluid loss. Additional received stated that fluid loss was caused by normal wear and tear.